Manufacturer narrative:
The investigation for the reported vascular damage has been completed. The device nor sufficient clinical information was returned for evaluation. The cause of the vascular damage - peripheral vessel was not determined since the product was not returned and there was insufficient clinical information. B.2 revised as some selections were reported incorrectly on the initial manuacturer device report number 1220648-2025-25545. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25545 as it is unknown if the initial reporter also sent the report to the food and drug administration. H.6 code 4614 was reported incorrectly on the initial manuacturer device report number 1220648-2025-25545.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a patient with cardiomyopathy was initially implanted with an impella cp device and was escalated to an impella 5.5 device for mechanical circulatory support. Approximately four days after start of support the patient experienced retroperitoneal bleeding. The source of the bleed could not be ascertained. Information received from the attending physician indicated that there was a possibility of aortic wall damage when the impella cp was removed, but the computed tomography scan could not determine either a location of dissection or bleeding. The causal relationship, however, between the bleeding and the impella 5.5 is unknown. The patient would subsequently expire.